Event description:
Preoperative diagnosis: spondylisthesis with lumbar spinal stenosis at l4-5 procedures performed: bilateral posterolateral fusion, l4-5. Tlif fusion, l4-5, on the left. Pedicle screw instrumentation, l4-5 bilaterally. Bone marrow aspiration along infuse bone morphogenic protein, local bone and vitoss bioactive. The patient had lateral recessed decompression, l4-5 bilaterally. "Lawsuit alleges: it was reported on or about (B)(6) 2009, the patient's physicians performed bilateral posterolateral fusion, l4-5; tlif fusion, l4-5, on the left; pedicle screw instrumentation, l4-5 bilaterally; bone marrow aspiration along infuse bone morphogenic protein, local bone and vitoss bioactive. The patient had lateral recessed decompression, l4-5 bilaterally fusion. During patient's surgery, infuse was used in several unapproved, off-label, and experimental manners including, but not limited to, without the use of component parts and use in bilateral posterolateral fusion, l4-5; tlif fusion, l4-5, on the left; pedicle screw instrumentation, l4-5 bilaterally; bone marrow aspiration along infuse bone morphogenic protein, local bone and vitoss bioactive. The patient had lateral recessed decompression, l4-5 bilaterally fusion. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 2009 patient presented with following pre-operative diagnosis: spondylolisthesis with lumbar spinal stenosis at l4-5. Procedures performed: bilateral posterolateral fusion, l4-5; tlif fusion, l4-5, on the left; pedicle screw instrumentation, l4-5 bilaterally; bone marrow aspiration along rhbmp2/acs bone morphogenic protein, local bone and vitoss bioactive. The patient had lateral recessed decompression, l4-5 bilaterally. Per op notes: ¿surgeon selected a 10 x 8 x 27 lordotic cage, placed one rhbmp2/acs sponge inside the cage, tapped the cage into the interspace and recessed about 1 to 2 mm behind the body of l4. Surgeon then proceeded to place floseal over the foraminotomy site. On the left side, they used two rhbmp2/acs sponges and one vitoss sponge in between the two along the transverse processes, placed a rod into the polyaxial heads and attached the inner screws tightening the inner screw to 80 inch pounds of torque at l4. On the right side, surgeon placed an rhbmp2/acs sponge inside the facet joint and along the transverse processes followed by some local bone. An additional rhbmp2/acs sponge, local bone graft and a vitoss sponge were then placed in on the right side as well.¿ no known patient complications.